Event description:
Baxter-england received a customer report on an elastomeric device involved in an overinfusion incident during patient use. The device was filled with doxorubicin 72mg (36.7ml) and sodium chloride 0.9% (12.3ml) for a total fill volume of 49 ml. The infusor was reported to finish 7-18 hours early. The customer's expected infusion duration cannot be obtained. No injury or medical intervention is associated with this incident.

Manufacturer narrative:
The customer has discarded the device involved in this incident. A sample evaluation cannot be conducted. A batch review was not conducted, as the customer cannot provide the lot number of the device involved. Although requested, the customer was unable to provide additional information surrounding this incident. Should pertinent information be received, a follow up MDR will be submitted. The device involved in this incident had a fill volume that was only 19% of the nominal fill volume. Per the device's direction insert, the infusor is designed to flow at the nominal rate indicated on the device when it is filled with a volume ranging from the nominal plus the residual volume to the maximum volume listed. The reduction in the fill volume may result in an increased flow rate. A 10% or greater increase in flow rate may result when the fill volume is reduced to 60% or less of the nominal. The nominal volume for this device is 252ml. Per the direction insert, the infusor is designed to operate at the nominal flow rate using 5% dextrose (d5w) as the diluent to provide the correct fluid viscosity. There will be an approximate 10% increase in the nominal flow rate when 0.9% sodium chloride (nacl) is used. The reporting facility reported that 0.9% nacl was used as the diluent. In addition, the direction insert also states that this device is designed to deliver the nominal volume within +/- 10% of the nominal delivery time.